Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver displayed errhwbbt. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. Charge and boot testing was performed and passed. The receiver download passed. The log was downloaded and reviewed finding firmware errors. A global receiver functional test station was performed and passed. Overnight charging and discharge test was performed and passed. The receiver case was opened, and the internal inspection passed. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.